Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed lesion was located in a non calcified and moderately tortuous proximal right coronary artery. On the first inflation, the 2.75x15mm apex monorail balloon was inflated to ten atmospheres and the pressure started to drop. The balloon was removed intact outside the body and it was confirmed that the balloon had ruptured. The procedure was completed with a different device. The patient's status is listed as good with no complications reported.